Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was failed and would not close all the way. A field service engineer (fse) inspected the drawers and found loose screws on drawers 2.1, 2.2, and 3.2. Fse tightened them, tested in test mode, and had the customer inventory the drawers and issue were resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 and 2.1 were failed and jammed. Main drawer 3.2 would not close all the way. Customer tried to reboot, recover the drawer and opened the back panel, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.